Manufacturer narrative:
The device returned for analysis. The complaint investigation determined the reported difficulty was the result of a design related wear issue. After review of this event and similar incidents, abbott has decided to initiate a voluntary field action for centrimag. Abbott performed a comprehensive investigation which included device analysis, manufacturing evaluation and trend analysis.

Event description:
It was reported that a 1st generation centrimag system malfunction. The pump stopped working. The patient was switched over to a backup console. The equipment was returned for evaluation. The patient was placed on the centrimag backup console and motor. The patient was placed on an extracorporeal circulatory support device on (B)(6) 2016 at approximately 4:25 pm. It was reported that later that evening, at approximately 10:20 pm, the system stopped while in use on the patient. The patient reportedly went into cardiac arrest without extracorporeal life support until support was re-initiated with the backup system. The primary console, motor, and flow probe were removed from use. No further information was provided.

Manufacturer narrative:
Section d1: corrected data.